Event description:
During a pta treatment procedure, a transcend .014 guidewire punctured the wire lumen of the sasuga balloon. The patient was asymptomatic during this event. The lesion being treated was in a dialysis shunt in the left radial artery. The physician used a mosquito introducer sheath for vascular access. The sasuga balloon was inflated once to an unknown pressure, then withdrawn from the patient. The difficulty occurred after the sasuga balloon was reinserted into the introducer sheath to further treat the lesion. It is noted that no vessel damage occurred as a result of this incident. The sasuga balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No patient injuries or complications were reported.